Event description:
Customer reported device number 05.001.207 "the body of the motor got hot".

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. There is nothing in the complaint to indicate that the device was returned to the manufacturer. The reported condition was not duplicated or confirmed. An assignable root cause is undetermined. Placeholder.